Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having leaking and accidents. The patient stated that they had the trial the monday before the report, and was implanted on the following monday with the permanent ins and nobody told the patient or their daughter what to do. The patient reported that the ins worked ok for their symptoms on tuesday, but the day before the report and the day of they had been having incontinence and accidents. The patient stated they were scared to eat because they would have an accident. The patient did not wear a diaper but wore panty liners, so the leaking didn¿t go on their panties. The patient stated that they ate jell-o and then leaked. The patient stated that their stools were watery, and they were keeping a record of stools. The patient didn¿t feel stimulation. The patient stated that they were advised to¿test¿ the device and make sure it was working by increasing stimulation. The patient would increase to 1.6 and then went back to 1.4 because they could feel stimulation. The patient noted that they had difficulty using the programmer on their own and reaching the device in their back. Syncing with the programmer showed stimulation was on at 1.4 on program 1. The patient increased to 1.5 and felt stim in the bike seat area. The patient inquired if they should decrease to 1.4 again and it was reviewed if the ins was not helping at 1.4 they may want to leave it at 1.5 to see if it was effective. The patient stated they would leave it at 1.5. The patient was redirected to their healthcare provider to discuss their symptoms at their follow up appointment the week after the report. No further complications were reported.